Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified; creases fold, wear abrasion and striated broken on anterior. Based on the device analysis the final assessment is: a striated edge broken assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.